Manufacturer narrative:
Manual wheelchair invacare awareness date ((B)(4) 2012). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for injury associated with the front riggings on a 9tpz manual wheelchair being locked up, not moving. This could cause the end user to not be able to get out of the chair.

Event description:
Provider states once the legs are elevated they will not release to come back down.